Event description:
The customer reported that when the pod was placed, "she did not feel the cannula." The pod was worn for 24 hours, during which time her bg's escalated to a high of 492 mg/dl; large ketones were also experienced. She contacted her doctor who recommended that a manual insulin injection be administered, which proved to be successful in lowering her bg's. Upon removing the pod, the customer noticed that "the cannula never came out." The pod will be returned for evaluation.

Manufacturer narrative:
The pod was returned and evaluated. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition upon placing the pod, which would have been visible through the viewing port. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.